Event description:
It was reported that during preparation, the laser does not recognize the fiber. It was noted that error code 1103 was prompted. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The device was not returned for analysis; however, it was serviced at the customer's site by the fse. The fse was not able to duplicate the 1103 fiber identification error code. As a precaution, the fiber ID port assembly was replaced. It was noticed that the laser beam was out of alignment. In order to perform the realignment, the incoupling block (focus lens assembly) was removed and installed several times. The laser bean was realigned and the system was tested with three different fibers. No error codes were received and the laser power output was within specifications. The console was calibrated and it passed full functional and electrical safety testing. The DHR (device history record) review found the laser console was installed on 03 march 2023. This laser console was covered under a semi-annual service contract. It was last serviced on 20 march 2025. The system was functional until the reported event date of 06 november 2025. A review of the device instructions for use was performed and there was no evidence that the device was used in a manner inconsistent with the labeling. Based on the available information and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation, the laser does not recognize the fiber. It was noted that error code 1103 was prompted. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.